Event description:
Hosp reports dr was performing a turp procedure, when a "white plastic ring" came off in pt's bladder. Dr had to retrieve piece through urethra. No internal damage reported except the urethra was roughed up. Dr completed procedure. No further medical treatment was necessary. Pt condition post-op was good.